Event description:
During a lap sigma procedure, the staples did not form properly. There were still open staples. Also, some staples were not fired at all. The anastomosis had to be handsewn. No patient consequence.